Manufacturer narrative:
(b)(4).Diabetes Mellitus is a known cause of Diabetic Ketoacidosis and loss of consciousness.

Event description:
It was reported that an inaccuracy between the Continuous Glucose Monitor (CGM) and the Blood Glucose (BG) meter occurred. The wearable was inserted into an off-label insertion site, on (b)(6) 2026. On (b)(6 2026, it was reported that the Pediatric patient experienced inaccurate CGM values. The Dexcom sensor displayed glucose readings of 17.7 mmol/L for two consecutive days without significant changes. Despite administering insulin, the reported sensor readings remained unchanged, raising concerns about the accuracy of the device. The patient began vomiting. The patient's condition subsequently deteriorated, and he went into shock and lost consciousness prompting immediate transport to the hospital. Upon admission, confirmatory blood glucose testing revealed a glucose level of 29 mmol/L, significantly higher than the sensor readings suggested. The patient was diagnosed with DKA, admitted to the hospital and remained hospitalized for two days. During hospitalization, the patient received insulin therapy and potassium replacement as part of the treatment and management of diabetic ketoacidosis (DKA). The patient has since recovered from the event and was doing well with no ongoing concerns reported at the time of the report. No other details were documented. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. The reported glucose values fall within the B zone of the Parkes Error Grid. No additional patient or event information is available.